Manufacturer narrative:
Concomitant medications included atenolol, crestor, ecotrin, omeprazole, and plavix. The report received from the medical affairs indicated that the patient had a crossflex stent placed in the right coronary artery (rca) due to vessel blockage. Patient¿s medical history is significant for nkda, sensitive to oxycontin and many pain medications, rarely smokes cigars, denies alcohol or recreational drug use, cervical degeneration, "hypertension", coronary bypass, including 6 vessels, increased cholesterol and acid reflux. Four years post stent implantation, the patient experienced arm and chest pain. During an unscheduled hospitalization after four years post stent implantation a heart blockage of an unknown vessel was diagnosed during an angioplasty and a cypher stent was placed in an unspecified vessel after unspecified lab tests. The consumer was also diagnosed with diabetes. Metformin and glyburide were prescribed to control blood sugar. The patient was discharged after two-three days. Additional information was not provided. There is no sterile lot number information available and thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Event description:
The report received from the medical affairs indicated that the patient had a crossflex stent placed in the right coronary artery (rca) due to vessel blockage. Four years post stent implantation, the patient experienced arm and chest pain. During an unscheduled hospitalization after four years post stent implantation a heart blockage of an unknown vessel was diagnosed during an angioplasty and a cypher stent was placed in an unspecified vessel after unspecified lab tests. The consumer was also diagnosed with diabetes. Metformin and glyburide were prescribed to control blood sugar. The patient was discharged after two-three days. Additional information was not provided.